Event description:
Pain and bleeding. I just thought I was getting heavier periods because I was married in ()b)(6) of 2012 and my body was re-adjusting to having sex again. I went to my obgyn for blood work and was told I had low progesterone but everything else was fine. The pain continued on and became worse suddenly in (B)(6) of 2013. On (B)(6), 2013, I went to (B)(6) for an hsg. My right coil has migrated out of the fallopian tube and it extends through the cornua through the fundus of my uterus.